Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2012, inratio: 1.4, lab: 2.8. Time between testing: 20 minutes. Technical services is sending the patient a new meter.

Manufacturer narrative:
Investigation pending.